Event description:
The user facility reported that a patient was strapped on a surgical table in trendelenburg and the patient began to slip. Hospital personnel were able to assist the patient and no injuries were reported. The procedure had not begun but was subsequently cancelled due to the reported event.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating to specifications. No issues were noted and the reported event was unable to be duplicated. The technician did observe that the head section of the surgical table was missing velcro. The velcro is used to secure the pads. The user facility stated that the strap securing the patient to the table may have become loose and had marks indicating that the buckle let loose thus causing the strap to move/loosen. The steris service technician confirmed that the strap that was securing the patient is a non-steris strap and had a manufacture label on it stating: "blue diamond, david scott company". The technician stated that he inspected the strap and observed no abnormal markings or damage. The operator manual states, "warning-possible patient or user injury, as well as table accessory failure may result from using steris table accessories for other than their stated purpose-or from using, on steris tables, accessories manufactured and sold by other companies." The operator manual further states, "patient must be secured to the table in accordance with recommended positioning practices." The operator manual states, "when positioning the patient on the table, not the following: always check patient stability when patient is positioned. Ensure all accessories are properly installed and secured. All patients must be restrained for proper safety regardless of length or type of procedure. Note: steris recommends only using steris manufactured or distributed accessories with this table. If an accessory from another manufacturer is used, it is the user's responsibility to ensure the accessory is compatible with the table and not dangerous to the patient and/or surgical staff." The operator manual states, "patient safety straps- adjust the patient safety straps such that they restrain the patient according to currently accepted patient restraining practices, keeping in mind the trendelenburg/reverse trendelenburg, back, lateral tilt and height adjustment." The surgical table is not under a steris service contract and is serviced and maintained by the user facility.